Manufacturer narrative:
Investigation summary: bd received one opened product sample wingset sezset 21x.75 12 w / o luer, catalog number: 38734614, lot: 8124569 on 05-dec-2018. After visual analysis of the sample and the attached photos, it was possible to verify the product had the tube unrolled before the unit pack was sealed. As a result, the connector / hub was out of the sealing area and when the packaging machine cut the blister, it also cut the tube and the connector / hub. The incident in question may have been caused by the manual feeding of the product in the package when the product had the tube unrolled before the unit pack was sealed. As a result the connector / hub was out of the sealing area and when the packaging machine cut the blister, it also cut the tube and the connector / hub. DHR review: the claimed lot 8124569 that was manufactured from 07-may-18 to 31-may-18 at selovac 3 and it was verified the tests of ¿damaged component¿ and ¿product on the sealing area¿ and it was not evidenced records of these issues. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of that could lead to this complaint. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Employee training / awareness of the packaging area was performed 12/20/2018.

Event description:
It was reported that a wingset sezset 23x.75 12 w/o luer came without the needle.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a wingset sezset 23x.75 12 w/o luer came without the needle.